Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with the implantable cardiac monitor exhibiting episodes of under-sensing. When the patient presented in-clinic it was noted that under-sensing was caused by loss of contact due to device migration and exposure outside of the pocket. The device was removed without adverse consequences to the patient. The physician noted that anti-platelet medication, hematoma, or incision closure method could have contributed to the adverse outcome.